Event description:
User facility reported that amplifier pacing channel malfunctioned during procedure necessitating bypass of amplifier and use of direct pacing channel for stimulation of pt. User facility reports there was no death or injury to pt.